Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during a procedure performed on (B)(6) 2025. During the procedure, when the wire was loaded into the catheter prior to cauterization, it failed to pass through. It was observed that the guidewire could only advance a few inches into the catheter. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation finding that the stent is partially deployed. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection noticed the stent partially deployed, the tip of the nosecone damaged and the outer sheath twisted. Functional stent deployment inspection was performed, the catheter was unlocked moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer with high resistance. The stent hub was then moved down to the second and fourth position, allowing the stent to be deployed without any issue. A second functional inspection was performed to assess guidewire advancement. The device was loaded using a guidewire (jagwire 0.035 in, lot 32247306, upn m00556600), and it exit at the tip of the nosecone as expected. No other damages were found with the stent or the delivery system. Product analysis could not confirm the reported event of device difficult to advance guidewire, no issues were noticed during guidewire advancement functional inspection. The event of stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damages of outer sheath twisted and nosecone tip damage were most likely caused due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during a procedure performed on (B)(6) 2025. During the procedure, when the wire was loaded into the catheter prior to cauterization, it failed to pass through. It was observed that the guidewire could only advance a few inches into the catheter. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation finding that the stent is partially deployed. Please see block h11 for full investigation details.

Manufacturer narrative:
Block e1 (initial reporter email) has been updated with additional information received on october 20, 2025. Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection noticed the stent partially deployed, the tip of the nosecone damaged and the outer sheath twisted. Functional stent deployment inspection was performed, the catheter was unlocked moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer with high resistance. The stent hub was then moved down to the second and fourth position, allowing the stent to be deployed without any issue. A second functional inspection was performed to assess guidewire advancement. The device was loaded using a guidewire (jagwire 0.035 in, lot 32247306, upn m00556600), and it exit at the tip of the nosecone as expected. No other damages were found with the stent or the delivery system. Product analysis could not confirm the reported event of device difficult to advance guidewire, no issues were noticed during guidewire advancement functional inspection. The event of stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damages of outer sheath twisted and nosecone tip damage were most likely caused due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is no problem detected.